Event description:
The delivery system was returned for analysis. The complaint was confirmed; the thumbwheel was missing from the delivery system. The root cause of the event could not be conclusively determined during analysis.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was selected for the emergent endovascular treatment of a ruptured aortic aneurysm. It was reported that when the physician took the device out of the sterile packaging the wheel came off and landed on the table. The physician noticed that one of the tabs that connects the pieces together had broken off. There was no damage to the packaging. The physician used another device to complete the procedure. No clinical sequelae were reported and the patient is fine.